Event description:
The end user returned their stretcher for service and repair and one of the transport wheels was found to be detached from the stretcher. No additional information has been provided as to how the wheel became detached or if an adverse event was associated.

Event description:
The end user returned their stretcher for service and repair and one of the transport wheels was found to be detached from the stretcher. No additional information has been provided as to how the wheel became detached or if an adverse event was associated.

Manufacturer narrative:
The subject stretcher was returned to manufacturer for visual and functional evaluation. The reported issue was confirmed; however, additional information was not provided as to how and/or when the wheel became detached from the stretcher. There have been no allegations of the reported issue being associated with an adverse event or injury. The stretcher was repaired by installing a new wheel assembly and then returned to the customer. The stretcher has been in the field since june 2020.